Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s ins was dead and the healthcare provider (hcp) was trying to replace it. The patient explained that the hcp had questions about replacing the ins. The patient confirmed that the ins had been dead for a while and that the ins helped them a lot. Patient services proved the phone number to technical services that the hcp could use to address their questions. The event date was asked but was unknown. No further complications were reported/anticipated.